Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown, therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as complaint is a known physiological effect of the procedure and is noted within the dfu.(B)(4): product unavailable for analysis.

Event description:
(B)(4). Same case as 2134265-2009-05809 and 2134265-2009-05810.the patient was enrolled in (B)(6) 2007. The target lesion was a type iii lesion, identified in the left carotid artery. The target vessel reference diameter was 8mm. The lesion length was 25mm and 75% stenosis, measured by nascet. Thrombus, dissection and pseudo aneurysm was not present. Ulceration and calcium 2+ was present with a moderate target vessel tortuosity. A carotid wallstent monorail stent with 9 mm diameter and 40 mm length was implanted. Filterwire ex used for cerebral protection. Pta was performed using a non bsc and boston gazelle balloon dilatation catheter. Heart rhythm stimulant and atropine 0.3 ui was given during the procedure. The patient experienced bradycardia during the procedure, medical therapy initiated and event resolved with no residual effects. The procedure was documented as successful and estimated residual stenosis was 0-29%. Patient was asymptomatic with no complications <24 hours post procedure. One month follow up visit in (B)(6) 2007 documented carotid stent patent with 0% residual stenosis. Patient presented as asymptomatic with no complications or adverse events since last visit. At 6 month and 12 month follow up, assessment was not provided.